Event description:
Reporter indicated that treating physician was unable to communicate with the patient's device. The patient reportedly does not feel stimulation anymore, but has no expirence an increase in seizure activity. Standard troubleshooting techniques were unsuccessful in establishing communication with the patient's device. The physician's progamming system successfully interrogated a demo device and electromagnetic interference was also ruled out as a possible cause. Physician was able to palpate the device, ruling oout pocket depth as a possible cause. Based on known settings, generator end of life is not al likely cause of the inability to communicate with the patient's device. Additional attempts to communicate/troubleshoot are planned with a manufacturer representative present ot provide assistance.

Event description:
Product analysis was completed. The pulse generator did not reach end of service based on the battery voltage. The likely cause for the reported communication problems and stimulation not perceived was the voltage regulator (a1) not applying the correct voltage to the microprocessor. The evaluation codes reported on the previous MDR follow-up did not change.

Event description:
Further follow-up revealed that the patient suffered a fall during a seizure, which resulted in a broken ankle. Additional attempts to communicate/troubleshoot with assistance of manufacturer representative were also unsuccessful. The patient is scheduled for revision surgery.

Event description:
Further follow-up revealed that the pt underwent generator replacement surgery. Only the pulse generator was replaced.